Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. Device uploaded properly using carelink. Device communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly, sensor updating alert or sensor glucose not available alert noted. Device was monitored for 2 days. No device heating up, hot test battery, e/a alarm or charge/battery anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, no damage noted on the electronic assembly or on the motor. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was damaged, it consumed battery power and got hot, it had an unspecified pump error, the batter lasted less than expected, and failed a self test. The customer's blood glucose level was unknown at the time of the incident. The customer also reported sensor updating messages constantly appearing. It was reported another self test was run that did not show any errors. No further information was provided. The insulin pump will be returned for analysis.